Event description:
On (B)(6) 2009, this patient was implanted with two gore tag thoracic endoprosthesis to treat a dissecting thoracic aortic aneurysm. Final angiogram during the procedure revealed a proximal type I endoleak. The physician decided to monitor the patient and completed the procedure. On (B)(6) 2010, during the one year follow-up, computed tomography images revealed the proximal type I endoleak persisted. An add¿l procedure was performed whereby a handmade stent graft was used to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2011, during the two-year follow up, computed tomography images showed no endoleak.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempts to acquire info required for this form were made by gore.